Event description:
In this event it is reported that profile vortex blue 06/25 25mm broke during use. File broke in mid root distal canal. Doctor will attempt to remove file from canal. Follow up set for in one month.

Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This event, therefore, is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Manufacturer narrative:
Multiple unsuccessful attempts to retrieve suspect product for investigation/evaluation have been made and documented. Nothing unusual to report was found during DHR review. A query indicates no additional complaints have been received for this lot number. Additional information has been received as to the outcome of treatment for the patient. Patient was referred to endo and tooth was extracted.